Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 at 3 pm with blood glucose of 398 mg/dl. The current blood glucose was 137 mg/dl. The customer was treated with the manual injections and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer stated that the drive support cap appeared normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.